Manufacturer narrative:
The device is not available for eval. A follow-up report will be filed if the device is returned to the MFR for investigation.

Event description:
Customer stated that during testing the device operated automatically without user activation. There was no pt involvement and no adverse consequences alleged with this event.